Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 2 of 2 reports of the patient experienced a hypoglycemic event that required IV medical intervention following an issue with sensor adhesion. Please see related record (B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2304 chills/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an adverse event occurred after adhesion problem. The wearable was inserted into the arm. The event date is an approximation. This is 2 of 2 reports of the patient experienced a hypoglycemic event that required IV medical intervention following an issue with sensor adhesion. On (B)(6) 2025, the patient reported that she was asleep when she accidentally scratched her sensor a few days after it had been applied to her arm. Upon waking, she discovered that the sensor had detached. She also noted symptoms of hypoglycemia, including feeling shaky and cold. She contacted her brother for assistance, and he called emergency medical services. When paramedics arrived, the patient¿s blood glucose was measured at 40 mg/dl. She was administered a glucagon injection and transported to the emergency department. At the ER, her blood glucose remained low (exact value not recalled). She received intravenous treatment for hypoglycemia; however, she is unable to remember the specific IV medications administered. The patient has since recovered and is currently doing fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/23/2026. Data was further reviewed. Data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.